Event description:
The patient was reported to have passed away per an online obituary. Additional relevant information regarding the cause of death has not been received. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.

Event description:
Death certificate was received indicating that the patient's immediate cause of death was due to asystolic cardiac arrest due to respiratory arrest and airway tracheotomy obstruction. The underlying cause of death is chronic respiratory failure. An autopsy was not performed.